Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed, and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.